Manufacturer narrative:
The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the xience sierra instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 2.8x19mm graftmaster stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the anterior tibial artery. Following rotational atherectomy, a 2.5x38mm xience sierra stent and a 2.25x38mm xience sierra stent were successfully deployed. After deployment of the 2.25x38mm stent, a small mid anterior tibial artery perforation was noted. A 2.8x19mm graftmaster rx covered stent was deployed to treat the perforation, but a small amount of run off was noted around the stent so a 2.8x16mm graftmaster rx covered stent was deployed back to back to successfully seal the perforation. Complete hemostasis was achieved and there was a 0% residual stenosis post intervention. There was no clinically significant delay in the procedure. No additional information was provided.